Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient underwent surgical intervention where the ipg was explanted and replaced. It was stated the pocket needed to be revised, but the reason for surgery is unknown. Effective stimulation was restored

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that surgical took place due to the pocket needed to be revised due the way it was previously closed. The patient was experiencing pain at the ipg site.